Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 03:29 pm CT. The report number is being corrected from: 2134265-2018-64341 to: 2134265-2018-63252.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the fifth inflation at 30 atmospheres, the balloon ruptured and it got separated from the guide wire lumen. Eventually, the tip part was retrieved by surgical procedure and the procedure was completed with a different device. No further patient complications were reported. A visual and microscopic examination was performed on the returned device. The device was returned in two separate sections. One section consisted of the hub, shaft and balloon material and the other section of shaft, tip and balloon material. The balloon was unfolded which indicates it had been subjected to positive pressure. The balloon material was noted to be in two separate sections and the distal detached section was severely bunched up. A visual and microscopic examination identified a complete circumferential tear in the balloon material approximately 24mm distal to the proximal balloon bond. The distal detached section of balloon material approximately 22m in length was also noted to be torn longitudinally. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks and stretching damage on the shaft of the device. A complete break was also noted in the shaft of the device approximately 9mm distal to the proximal balloon bond. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the damage identified. A visual and microscopic examination identified that both markerbands were missing. This may have been result of the stretching damage noted on the balloon shaft. A visual and microscopic examination of the tip identified that the distal tip was flared and flattened. No issues were noted with the tip that could have contributed to the complaint incident. This damage may have been caused during surgical removal of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the fifth inflation at 30 atmospheres, the balloon ruptured and it got separated from the guide wire lumen. Eventually, the tip part was retrieved by surgical procedure and the procedure was completed with a different device. No further patient complications were reported